Event description:
Blade allegedly broke during attempt to obtain skin graft making graft unusable. Additional graft had to be obtained with replacement blade.

Manufacturer narrative:
The intact rivet on the blade assembly returned to zimmer osp was tested and met design spec. Upon engineering review, no assumable cause could be determined for the broken rivet.